Event description:
It was reported that the primary infusion of argatroban 50mg/50ml (glass bottle) at a rate of 8.4ml/hour, infused faster than expected and was completed within one hour of initiation on an adult patient. The devices were sequestered and found to be operating appropriately, and the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr lab values and required additional lab work and monitoring. There was no lasting harm to the patient from the event.

Event description:
It was reported that the primary infusion of argatroban 50mg/50ml (glass bottle) at a rate of 8.4ml/hour, infused faster than expected and was completed within one hour of initiation on an adult patient. The devices were sequestered and found to be operating appropriately, and the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr lab values and required additional lab work and monitoring. There was no lasting harm to the patient from the event.

Manufacturer narrative:
The customer¿s report of an overinfusion of argatroban was not confirmed. Only the pump module event log, disposable IV set ,and customer¿s dataset were received for investigation. The pump module event log identified pump module s/n (B)(4) was programmed to infuse at a rate of 8.45ml/hr with a vtbi of 50ml at 7:39 am on (B)(6) 2019. The infusion ran until 11:46 am when the device was channeled off. During the infusion there were multiple patient side occlusion alarms however, the user was able to restart the infusion after each alarm. Functional testing of the disposable primary set was performed without leaks or anomalies. A timed rate accuracy test was also performed on the set with a test pump module and was within specification. The root cause of the customer¿s report of an overinfusion of argatroban was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the primary infusion of argatroban 50mg/50ml (glass bottle) infusing at a rate of 8.4ml/hour, infused faster than expected and was completed within one hour of initiation on an adult patient. The devices were sequestered and found to be operating appropriately, and the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr lab values and required additional lab work and monitoring, however there was no lasting harm to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the argatroban glass bottle infusion infused faster than expected and was completed within one hour. The devices were sequestered and found to be operating appropriately, as well as, the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr and required additional lab work and monitoring, however, there was no lasting harm caused to the patient from the event.